Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA (B)(4) for iui's. A review of the device history record for sn (B)(4) was performed from date of manufacture 09/28/2005 to present date (B)(6) 2020, and note that this device has been returned for service three times which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the binary switch test failed during preventative maintenance.